Event description:
It was reported that that the patient presented to the emergency room with redness and tenderness at the implant site. The patient was diagnosed with cellulitis at the implant site, was treated and the symptoms resolved. The system remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.